Event description:
The customer reported to ge healthcare they observed a double image while using the ic9-rs probe. It was then determined, via an inspection test as part of correction and removal initiated by ge healthcare on 29-dec-2023 (us-FDA recall no. Z-0865-2024), to have a component malfunction described in us-FDA recall no. Z-0865-2024. There was no patient impact reported.

Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare will replace the probe upon completion of the field action at this site. Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871.